Event description:
On (B)(6) 2025, the agent documented that the user experienced insulin leakage during a supply change due to not attaching the connector to the cartridge before insertion. The user repeated the process with a new set of supplies and successfully completed the change. Blood glucose (bg) was not affected by this event. No patient injury reported during the event and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.